Manufacturer narrative:
The user reported hospitalization on (B)(6) 2026, for pulmonary hypertension and pulmonary fibrosis. Because this medical event was unrelated to the device, no troubleshooting was required, and sensor data was not relevant to the situation. At the time of the call, the user remained hospitalized, and customer care advised him to continue following the guidance of his hcp for treatment. The user had no further questions. A review of the data management system confirmed that the user was still actively using the system with up-to-date information. After documenting the medical event and providing appropriate support, the case was closed.

Event description:
Senseonics was made aware of an incident where a user reported a hospitalization event that occurred on (B)(6) 2026. The user reported pulmonary hypertension and pulmonary fibrosis. The event was not related to the eversense system.